Event description:
Customer reported that the numberes started scrolling without input during a bolus. The blood glucose reading was 115 mg/dl. He stated that it looked like there was fog inside of the insulin pump but that it had not been exposed to water. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected weak battery alarms noted. Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, severe scratches on lcd window and missing end cap sticker.